Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called and stated he had been hospitalized twice for "passing out spells" and his device was never tested. He was inquiring about whether or not the device was working or not. The device remains still in use. No patient complications were reported as a result of this event.